Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00062 through 3012447612-2022-00065.

Event description:
It was reported that the surgeon noticed loosening of two set screws out of their mating screws 10 days post-operatively. A revision is planned but the date has not been communicated. This is report two of four for this event.

Event description:
It was reported that the surgeon noticed loosening of two set screws out of their mating screws 10 days post-operatively. A revision is planned but the date has not been communicated. This is report two of four for this event.

Manufacturer narrative:
Information was entered erroneously into h3; there are no changes from the initial report. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and photos were not provided, so device evaluation could not be completed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the closure top not being tightened enough during the initial surgery, other unknown operational factors, or unknown patient factors. DHR review: DHR review unable to be performed as lot numbers are not known. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.